Event description:
This rv lead was implanted on (B)(6) 2000 and was explanted on (B)(6) 2016 due to lead issue. The physician was dr. (B)(6) at (B)(6) presbyterian in (B)(6), ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).